Event description:
It was reported that the patient had almost their entire length of driveline wrapped in rescue tape over the copper shield. The patient did not experience any alarms. It was additionally reported on 21dec2021 that the bionate layer had been wrapped in rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Evaluation of the patient¿s submitted photo confirmed superficial damage to the silicone jacket of the patient¿s driveline. Additionally, evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The log file recorded isolated power elevations on (B)(6) 2021. The power elevations were all associated with pi events. There were no atypical pump related alarms and the log file appeared to show the system operating as intended. The account reported that the patient had multiple power spikes over the past month and the cause of the power spikes was reportedly undetermined. The patient also reportedly had almost the entire length of their driveline taped. There was an exposed area of underlying layers of the patient¿s driveline that was additionally wrapped in rescue tape. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.